Event description:
3/27/97 pt had bronchoscopy which showed a plastic tube in the lung. 3/28/97 pt had rigid bronchoscopy which the physician was able to remove 10 inch plastic suction catheter from the right lung. It matches suction catheter in closed ventilator suction system. The catheter is the end portion of the entire catheter. The end is smooth. The physicians have stated the pt had the catheter in the lung for 5-6 days.